Manufacturer narrative:
Svc was not dispatched as the customer did not question sys performance. No sample or centrifugation data was supplied. Sys check data and quality control (qc) data were not supplied by the customer. Two pt samples were received for investigation, pt "r" and pt "c." Customer product line support (cpls) lab tested pt "r" sample and obtained a neat concentration of 0.41 ng/ml. Add'l heterophile testing reduced the neat dose concentration significantly to 0.03 ng/ml indicating "heterophile interference" in the pt's sample. Cpls testing confirms heterophile interference as the root cause for the elevated results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the pt sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2050012-2011-02769.

Event description:
The customer reported elevated troponin I (accutni) results below the acute myocardial infarction (ami) cutoff for two pts involving unicel dxc 600i synchron access clinical sys. This report refers to pt number one. The results were discordant to an alternate methodology, which was negative. The elevated results were reported out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt sample for further analysis.